Event description:
Alleges the footplate will not stay up causing it to hit the ground and jerk forward with force. Alleges dog was thrown from chair and sustained injury.

Manufacturer narrative:
Only the afp (no footplates) was returned. The alleged claim could not be substantiated.

Manufacturer narrative:
The "date of event" has not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges the footplate will not stay up causing it to hit the ground and jerk forward with force. Alleges dog was thrown from chair and sustained injury.